Event description:
It was reported that the patients ipg reached end of life and underwent and ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was kept by facility.